Manufacturer narrative:
Concomitant product: eeaorvil25a - eeaorvil25a eea orvil 25mm automaticdv, lot#: n2h0280y, eeaorvil25a - eeaorvil25a eea orvil 25mm automaticdv, lot#: n2h0280y eeaorvil25a - eeaorvil25a eea orvil 25mm automaticdv, lot#: n2h0280y unknown eea - unknown eea, lot#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, intra-operatively of a laparoscopic gastrectomy, when the surgeon wanted to make the anastomosis, the thread broke and the component disengaged. The issue occurred on four oral anvils. Three oral anvils of the same lot could not be closed. The fourth oral anvil was difficult to load. The incision was extended for more than 1 inch to convert the procedure into an open surgery to resolve the issue.

Manufacturer narrative:
D10 concomitant medical products: eeaxl2535 eea xl 25mm-3.5 sgl use stap (lot#: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of a laparoscopic gastrectomy, when the surgeon wanted to make the anastomosis, the thread broke. The anvil disengaged and was stuck in the patient. The anesthesiologist had to take the whole device out. The issue occurred on four oral anvils. Three of the four oral anvils of the same lot could not be closed. Unusual effort was required to turn the twist knob in order to visualize the green bar. The fourth oral anvil was difficult to load. It was stated that there tissue loss and damage. There was a fugue so the surgeon needed to make a manual suture. The incision was extended for more than 1 inch to convert the procedure into an open surgery to resolve the issue. The procedure was extended by more than 30 minutes due to the issue.